Event description:
During an atrial fibrillation a faradrive steerable sheath was selected for use. During preparation, the sheath had constant air when the physician was aspirating with the faradrive. It was not as prominent when the hd grid went through the sheath, but extremely noticeable when the farawave went in. The physician thinks a mechanism within the handle is possible broken. The sheath was replaced, and it was noted that this second sheath had the turning knob broken. The procedure was completed using an alternative device and no patient complications were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during preparation, the faradrive steerable sheath clear had constant air when the physician was aspirating. During an atrial fibrillation a faradrive steerable sheath clear was selected for use. It was not as prominent when the hd grid catheter went through the sheath, but extremely noticeable when the farawave catheter went in. It was suspected that the mechanism within the handle was broken. The sheath was replaced, and it was noted that this second sheath had the turning knob broken. The procedure was completed using an alternative device and no patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.